Event description:
It was reported that during a da vinci si hysterectomy procedure, a piece from the harmonic ace curved shears insert accessory installed on the harmonic ace instrument, broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the insert accessory was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as visual inspection if the accessory showed no pieces were broken off. The clamp arm is able to open/close when the proximal end adapter is manually actuated. Engineering evaluation also found that the insert shaft is bent approximately 7" below the distal tip. The bend angle is approximately 10 degrees. The insert can still be installed in a harmonic ace instrument; however, there is increased friction due to the bend. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.